Event description:
On or about (B)(6) 2008, the plaintiff was implanted with an ams monarc sling to, "treat stress urinary incontinence." It was alleged that, "after the monarc was inserted, plaintiff experienced pain, urinary incontinence and possible erosion of the mesh." It was also alleged that the plaintiff, "has suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," and "subjected plaintiff to severe and permanent injuries," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.